Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10227570.

Event description:
It was reported that following several falls the patient experienced ineffective therapy. X-ray imaging revealed fracture of one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue. It is unknown which lead was fractured.